Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildy calcified vein in the forearm. A 5.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.